Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6; no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported eventt. Devices are used for treatment. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision approximately three (3) years post-operatively due to unknown reasons.

Manufacturer narrative:
(B)(4). D10: 00598603701 nexgen option st tib plt size 3 lot# 63240457. 00596401551 lps-flex option femoral e-l lot# 63359845. 00596403210 lps-flex fxd mld ef/34 10mm lot# 63412010. 00597206532 nexgen all poly pat comp 32dia lot# 63308842. G2: great britain. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.